Event description:
Blood glucose level was in the 900's diabetic coma(blood glucose increased). Diabetic coma(diabetic coma). Case descriptiion: a family member reported that pt (age unk), who was introduced to an induo insulin doser on an unspecified date for the treatment of diabetes mellitus (type unk), experienced high blood glucose level and diabetic coma in 2003 and was hospitalized. The pt was admitted to the hosp as they were in a diabetic coma due to no insulin being dispensed. They also reported that the bd disposable needles, which they were using with the doser, would not pierce when screwed on the doser. The pt's family member reported that the dial on the doser was not dialing, and the push button on the doser was damaged. They also reported in 2003 the doser stopped working, pt was not receiving any insulin. The family member stated that as a result of the doser not working, pt's blood glucose level was in the 900's and they had to go to the ER, where they received intravenous treatment (unspecified).